Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level read high (>22.2 mmol/l, >400 mg/dl) after their personal diabetes manager (pdm) had a system error 4 times in one day, causing pods to stop delivering insulin. Symptoms reported include vomiting, fatigue and dizziness. The patient visited the emergency room and received 2 separate insulin injections, a 10 unit and then a 5 unit injection. The length of stay was not provided. A replacement pdm has been sent to the patient.